Manufacturer narrative:
(B) (4): eval: results (other): (root cause cannot be determined based on info available, (death).

Event description:
A micro driver rapid exchange (rx) coronary stent (details unk) was deployed in the rca #3 of a pt with no issue reported. During procedure, two other manufacturer stents were also deployed at rca #2. Follow up was not performed after deployment of the stents; however, it was reported that approximately 3 months post implant, the pt died of ami.